Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat the distal right coronary artery (rca) with no calcification ad no tortuosity. The xience sierra 3.5x18 drug eluting stent (des) was advanced to the target lesion without issues. To deploy the stent, the balloon was inflated three separate times at three separate atmospheres (1st at 15atms, 2nd at 17 atms and 3rd at 19atms). However, when attempting to retract the delivery system, it was observed that the stent did not fully deploy. The stent was still attached to the delivery system and was now in the mid rca. The physician was then able to be detach the stent from the delivery system. The delivery system was removed without issues, but the stent remained in the mid rca. The patient was then immediately transported to a different hospital where the stent was attempted to be retrieved. However, the retrieval of the stent was unsuccessful, and the stent was left stuck in the mid rca. It was noted that the target lesion was never treated. The patient is now in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the stent. The retrieval of the stent was unsuccessful, and the stent was left stuck in the mid rca (foreign body in patient); however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.